Event description:
Event: premature deployment of the contralateral attachment system. Case details. The pt's inferior neck was reported to be tortuos, angulated and calcific. During positioning of the graft for contralateral deployment, the contralateral attachment system deployed prematurely. A pta balloon was used to pull the limb down to iliac. A stent was placed at the graft bifurcation on the contra side to achieve a seal.